Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event remains unknown. On an unreported date, while hospitalized for peritonitis, the patient was treated with unspecified antibiotics (dose, frequency, duration and route not reported) for peritonitis. The patient was discharged from the hospital after three days (previously reported as five days). Six days after discharge from the hospital, the patient was prescribed vancomycin (1.5 gm, every 5 days for 3 weeks, intraperitoneally) for the peritonitis. However, the treatment with vancomycin was stopped after eighteen days. The patient was recovered from the peritonitis event. The patient was not retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin (1.5 grams intraperitoneally, frequency not reported) for the peritonitis event. After five days, the patient was discharged from the hospital. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time.